Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: 2008-(B)(6), product type lead product ID 3777-45, serial# (B)(4), implanted: 2008-(B)(6), product type lead, product ID 37746, serial# (B)(4), product type programmer, patient product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the device was implanted after the use by date.